Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 467 days after a coronary drug eluting stenting treatment producedure, the patient expired. Target lesion 1 (15 mm long) was identified in the saphenous vein graft (svg) to mid left anterior descending artery (mid lad) with 95% stenosis and a 3.5 mm reference vessel diameter). The lesion was not calcified or tortuous. Target lesion 1 was treated with predilation and overlapped with a previous implanted non boston scientific bare metal stent (bms) with a 3.50 x 28 mm taxus express 2 drug eluting stent. Residual stenosis was 0%. The patient was discharged one day later on aspirin and plavix. At 467 days after post index procedure, the pt was at home and he collapsed. The pt later died due to lethal cardiac arrhythmias (per death certificate). In the opinion of the physician, the event was not related to the target vessel. An autopsy was not performed.